Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported gripper lever leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique of loosening/tightening the cap contributed to the reported leak; however, this cannot be confirmed. The returned device analysis confirmed the leak; however, after the cap was retightened, no leak was observed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper lever leak. It was reported that during preparation of the clip delivery system (cds), a large leak was noted coming from the gripper lever. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.